Manufacturer narrative:
Philips has investigated this complaint. Additional information received clarified that, during the planned procedure that was due to occur when the issue happened, there was a loud "bang" sound from the detector, followed by the loss of control of the operating table. The system's physical button could not control the lifting or movement of the operating table and the c-arm could not be controlled. The system prompted: "some geometry movements are not available". The user restarted the system 4 times but this did not resolve the issue. The planned procedure was cancelled. No harm or injury was reported to philips. The customer requested that a third part service address the issue and did not provide any resolution to philips; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were partly available.the system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.